Event description:
Additional information received indicates that the shock impedance measurements were within range. The connection procedure, which included a tug test, was reportedly done correctly and all measurements were checked on the pacing system analyzer (psa) before closing the pocket. An actual pacing pulse was also performed in order to check the impedance. The patient was not pacemaker dependent.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurements when tested on the programmer after pocket closure. Both sensing and pacing threshold measurements were within normal limits. A radioscopic evaluation showed correct lead position. The field representative suggested to the physician for a lead repositioning to obtain normal pacing lead impedance since the patient had history of possible ischemic scar, however, the physician opted to monitor the situation. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information is requested. This investigation will be updated should further information be provided.